Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that auxiliary door 1 latch on the medication tower failed to unlock properly. The field service engineer (fse) replaced the door board and tested operation, but the issue persisted. The fse then replaced the pyxis bus (pyxibus) cable, rebooted the tower, and retested. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed. Customer tried to reboot and recover storage space, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.